Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2003 and a right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, loss of range of motion and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013. All components were removed and replaced. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-04813 / 04816).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2014-04813 / 04816 and 2015-01053).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2003 and a right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, loss of range of motion and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013. All components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision procedure on (B)(6) 2013 due to pain, difficulty walking and a periprosthetic fracture. Operative report further noted metallosis, lytic debris, osteolysis, corrosion, soft tissue debris and bone loss during the revision procedure. All components were removed and replaced and cables were implanted.